Manufacturer narrative:
The insulin pump was received no button response due to corroded keypad traces. No button error alarm. The insulin pump received with minor scratches on display window, cracked case at display window corner, cracked reservoir tube lip and broken belt clip slot.

Event description:
It was reported the customer had a button error alarm on their insulin pump. Customer's blood glucose was 422 mg/dl. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.